Event description:
Complainant alleged that during functional testing, the device powered on without display and had no voice prompts. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the device. The customer has responded and indicated that the product will not be returned for evaluation. Therefore, this calim is closed as no sample returned.